Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient was diagnosed with staphylococcus aureus at their incision site following the removal of their scs trial lead. The patient was hospitalized and administered antibiotics. The infection resolved over time.